Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the left ventricular (lv) lead implant, when trying to slit the catheter, the suture sleeve on the lead was in the way and the lead became severly kinked. It was also reported that the physician prefers to use the longer catheter for delivery with a shorter than usual lv lead. The lead was removed. A new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.